Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a open wound from the ucor hfams patch. The patient described the area as bleeding; broken skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. The outcome of the skin irritation is improved.